Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that the alarm had been intermittently sounding for around 24 hours. To resolve the alarm, they would press the "start" key only or the provider would disconnect the helium tubing then connect it to restart the pump. The cycle of helium/auto-filling was explained and the customer performed a fill. There was no presence of blood in the helium tubing, no external kinks, and all connections were secured. Different clinical possibilities were reviewed. The patient was alert and oriented. Therapy had been initiated for almost a month as the patient was a transplant patient. The patient had been ambulating daily. It was suggested that the alarm was likely caused by a combination of the patient¿s activities and the nature of insertion. Since the alarm had been going off for an extended amount of time, the rn went ahead and went down on the augmentation by two bars. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).